Manufacturer narrative:
The hospital biomed tested the rapid infuser and was unable to duplicate the complaint. The unit was subsequently returned to belmont for investigation and performed according to our specifications. The unit did not exhibit any alarms upon receipt. The rapid infuser system does not have an "occlusion alarm" and without additional information or images, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted accordingly. It was reported that there was no injury to the patient.

Event description:
It was reported that the unit exhibited an "occlusion alarm" at the beginning of a case.